Event description:
A user facility reported saline bag filled during setup process after recirculation had been running for 10 minutes. There was no pt involvement. The machine was serviced and the air separator was replaced. The machine was put back into service once complete.

Manufacturer narrative:
Investigation findings to date indicate the report malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.